Event description:
It was reported that revision surgery was performed due to discomfort.

Event description:
It was reported that revision surgery was performed due to discomfort. Surgeon doesn't fault the device. The acetabular cup was well fixed. There was erosion and thinning of the femoral neck.